Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was not confirmed. The root cause was undetermined. A labeling review found the labeling to be adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. (B)(4) explained the alarm indicated air had entered the setup, reviewed proper procedures, and advised the home patient (hp) to notify the nurse. (B)(4) assisted the hp to clear the alarm by cycling power on the hc. (B)(4) assisted the hp to end therapy. The hp stated the heater bag disconnected. (B)(4) spoke with the care giver (cg) who said she did not know how the bag became separated. The cg said she usually connected the supplies, and then went back to make sure everything was tight. The cg said they notified the nurse the next day. Per the cg, therapy resumed successfully after the alarm. The patient was involved, but there was no serious injury or medical intervention reported.